Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, when the stapler was trying to be removed through gastrojejunal anastomosis, there was difficulty removing the stapler from the cavity. The spring was not strong and was able to open the anvil leaving in a partially tilted position after firing. The device was pulled through the anastomosis forcefully to complete the procedure. There was no patient injury.